Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins) for non-malignant pain. Rep reports patient is getting the oor setting cannot be achieved message. Rep was not with the pt at time of call. Reviewed issue is most likely related to high impedances. Rep will met the pt for troubleshooting. Rep said the pt reports no falls. Rep reported that patient called him to report desired setting not available, patient got the error. Rep met with patient to program and he was able to get patient coverage by adding 2 more programs. Patient called him today to report getting desired setting not available again. Patient programmed at 6 ma, 50hz, 900usec. When rep met with patient, patient went up to 7 ma. Agent reviewed with rep that patient could have impedance issue, thus, checking various body position impedance might be warranted. Although, rep said impedance was normal when he met with patient, agent reviewed with rep that impedance could be intermittent. Reviewed potential for lead movement, otherwise he would not have needed to increase pulse width to 900usec to get back coverage. It was suggested perhaps x-ray to confirm lead position. Finally, there is the possibility of the system at it's maximum. Caller working with pt who was getting good coverage and therapy until recently. Caller met with pt to do reprogramming. Caller noted high imped >40,000 with electrode #5. The next day caller noted >40,000 imped on electrode #3 and imped on #5 had normalized. Neither of these ele ctrodes are currently being used in programming but pt is unable to increase their stim beyond 5 or 6ma. Pt using 800us and 40hz. Pt doesn't feel like they're getting benefit currently. Reviewed meeting pt again to check imped, ask more detailed questions about falls, catching themselves or something like that that could explain the high imped. Rreviewed possible need for more reprogramming and consideration of imaging if there was concern about lead migration or large numbers of open circuits occurring.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3 date corrected, for most recently submitted report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reports they met with patient (pt) as pt reported seeing ¿unable to provide desired settings¿ to group c that was programmed last session. Connected to implantable neurostimulator (ins). Lead select revealed red xs on entire left lead- electrodes 0-7. Impedance check showing electrodes 0 and 2 with a value of 1400 annd green check; electrodes 1, 3, 4, 5, 6, 7 with a value of 40000 and red x. Reprogramming completed using electrodes 8-15 only. No out of regulation (oor) message appearing during programming or as patient adjusted intensity on patient controller at end of session. Patient reported they will use these programs and determine if the programs provide pt enough relief. No intervention planned at this time. Issue resolved. This was communicated with the patient's provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated that there were high impedances. With patient seated, reference electrode 0: electrode 3 with a green check mark and electrode 5 with red x. Both electrode 3 and 5 impedance value of 40,000. When patient standing, reference electrode 0; electrode 3 green check mark and value of 1,360. Electrode 5 red c and value of 40,000. There was a loss of stimulation and a return of pain. Reprogramming with variety of combinations avoiding electrodes 3 and 5. Patient able to adjust settings on groups a, b and c in office without oor message. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.